Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and identified no failures. Therefore, the reported condition was not duplicated and confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the radiolucent drive device made an unusual noise and had excessive temperature. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as (B)(4) in the initial report. The location has been updated to unknown. Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was reported in the initial medwatch from (B)(6) that during service and evaluation, it was observed that the radiolucent drive device made an unusual noise and had excessive temperature in error. It should have stated that it was reported in the service order that the radiolucent drive device made an unusual noise and had excessive temperature. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.